Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the lead had high thresholds and could not be re-positioned. The stylet was also unable to reach the tip of the lead. The lead was replaced. No patient complications have been reported as a result of this event.